Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), triggered elective replacement indicator (eri) due to charge time measurements. At this time, the measurements are unknown. The field representative indicated that the device would not be returned due to hospital requirements. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.